Manufacturer narrative:
.

Event description:
During a routine programming history review, high impedance and low battery was identified from a system diagnostics test performed on (B)(6) 2013. The patient's last known physician did not have record of the high impedance or low battery, but the physician had encouraged the patient to get his vns replaced prior to the patient obtaining a new physician. No further relevant information has been received to date.